Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-oct-2018 with the following findings: the pump's black box verified that there was an alarm after a battery change. The pump continued to deliver insulin until it was suspended. The pump passed a delivery accuracy test and was found to be delivering within range. The battery compartment was cracked.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 700mg/dl, associated with an alleged call service 012 alarm. Reportedly, the patient discontinued pump therapy and remained hospitalized at the time of the report. The patient was treated in the emergency room with insulin via injection, and intravenous fluids. During troubleshooting with customer technical support, the pump basal rate was adjusted by the patient¿s healthcare provider. The patient received the alleged memory error call service alarm. The patient stated they did not call customer technical support to report the alarm and instead rebooted their pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.